Event description:
(B) (4). It was reported that during a coronary artery stenting procedure, the patient experienced a slow flow. The target lesion was located in the mid left anterior descending (mid lad) artery extending to the distal lad with 90% stenosis, a length of 26 mm, and a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 x 32 mm promus element study stent with 0% residual stenosis. A non-target lesion located in the distal lcx was treated with balloon angioplasty using an apex 3.5x15mm balloon and placement of a 3.5 x 20 mm non-study drug eluting stent. The site reported an event of slow coronary blood flow in the distal lcx after pre-dilatation and was treated with medication. The event resolved without residual effects following the treatment. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned to for analysis. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).